Event description:
We received a report that a zma00u0250 intraocular lens (iol) was explanted from the patient's left eye after they experienced halos and glare and ''impaired vision''. The incision was not enlarged and a vitrectomy was not required. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to make explant possible. One half of the lens is present. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The optic is damaged. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. Device history records show the iol production order was produced without non-conformances or deviations. There were no process or material changes. Optical measurement records were within specifications. The product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.